Event description:
Received a report of a blood leak on a 16th use f80b dialyzer, estimated blood loss 230cc. No medical intervention required. Pt male, dob 9-13-30. MDR filed due to blood loss only. Sample is available.